Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit received with open book image immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to open book. Successfully downloaded the trace history files using the thus software. No data available on the event date, however there was a pump error 35 alarm on (B)(6) 2025 19:48:00.000. The p-cap locks properly into the reservoir compartment. No moisture or physical damage to the keypad assembly noted. The pump was cut open and no moisture damage or physical damage was noted on the electronic stack, however corrosion was noted on the force sensor during visual inspection. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, cracked case at belt clip rail corner, cracked battery tube area, stained serial number label, and scratched case. Cracks on pump, pump error 35 and open book were confirmed during analysis. Open book was due to pump error 35 and pump error 35 was due to corrosion on the force sensor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on pump case. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1712kl was requested and customer responded the device was returned.